Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-06204 for a description of the second device. It was reported to boston scientific corp that during a ten-week follow-up appointment in 2009, following a posterior pelvic floor repair procedure using an uphold vaginal support system performed four months prior to event, the physician did a vaginal examination and discovered a one centimeter erosion on the apex of the vagina. The pt was asymptomatic, and the posterior repair "looked good." The pt was already using estrogen and the physician determined to leave her on it. The pt is reportedly "good." The pt was scheduled for a follow-up appointment two weeks after event. No info about this appointment has been forthcoming.